Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an abscess manifested by an elevated temperature and fever after undergoing a surgical procedure in which floseal was used. On an unreported date, a critically ill patient underwent an emergency colectomy with a large blood loss (volume unspecified) during which floseal (hemostatic agent) was used. It was reported that the surgeon did not irrigate the excess floseal away due to fear of losing the patient and disrupting the clot. The surgery was categorized as ¿clean potentially contaminated case.¿ subsequently, eight weeks postoperatively, the patient was re-admitted to the intensive care unit of the hospital with a fever and an abscess collection in the pelvis (not further specified). No drainage or biopsy was performed, as the density was considered incompatible with percutaneous drainage. On an unreported date, the patient began treatment for the event with unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the patient was still on antibiotic therapy and was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.